Manufacturer narrative:
(B)(4). Date of event: unknown. Batch #: unknown. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Investigation is warranted. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported via journal article: title: anastomotic leakage after gastrointestinal surgery: risk factors, presentation and outcome. Authors: hamed ahmed abd el hameed el-badawy. Citation: the egyptian journal of hospital medicine (october 2014) vol. 57, page 494-512; doi: 10.12816/0008484. The objective of this prospective study was to define the risk factors, presentation and outcome of anastomotic leakage after gastrointestinal anastomosis. Between november 2010 and april 2014, 110 patients (male=70, female=40; mean age=44.23 ± 10.78 years, age range=19 -69 years) underwent small or large bowel resection and anastomosis without fecal diversion. During the procedure, a double layered inverting either continuous or interrupted, hand sewn anastomosis was performed in 85 patients and stapled anastomosis was in 25 patients by using gastrointestinal anastomosis (gia) stapler, contour stapler (ethicon), or current circular stapler depending on location of anastomosis after having confirmed adequacy of blood supply to the cut ends of the bowel. Reported complications included anastomotic leakage (n=?) In which 9 patients required fecal diversion after another exploratory laparotomy and washout of peritoneal cavity and repair of the leak, 5 patients were able to be managed non-operatively (typically with radiologic drainage and antibiotics), 2 patients had conservative management of the leak done; fever (n=?); absence of bowel movement (n=?); death due to gastrointestinal bleeding (n=?); and death due to disseminated intravascular coagulation (n=?). In conclusion, postoperative gastrointestinal anastomotic leak is a very serious complication that has great clinical impact on patients, putting surgeons in dilemmas of detection and management.